Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 6, 2020. The investigation of the returned device was completed by the failure analysis lab on february 13, 2020. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During visual evaluation of the sample a tear measuring approximately 3.3 cm was noted on the anterior view. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon visual inspection of the picture, it was observed that the implant was ruptured. No other anomalies were observed. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis (left) and a mentor smooth round moderate profile 325cc saline prosthesis (right) experienced bilateral deflation post procedure. As a result, the devices were replaced with mentor saline on (B)(6) 2019. See 1645337-2019-22021 for contralateral prosthesis report.